Manufacturer narrative:
Since this is a disposable single-use device, the patch is unavailable for eval and analysis. This report is below the threshold of the FDA's requirements for mandatory reporting of adverse events involving medical devices, as there is no evidence that use of the product resulted in serious adverse health consequences. Instead, our investigation has determined that the pt experienced temporary or medically reversible adverse health consequences. Accordingly, this MDR is being submitted as a voluntary and proactive measure by the MFR to enhance product safety and pharmacovigilance.

Event description:
The consumer reported her father used the product for eight hours on his leg. When the patch was removed, the consumer described three burn marks in area worn. Medical attention was not sought at the time of the incident nor was the area treated. He consulted with his daughter, who is a certified nursing assistant, regarding the injury.